Event description:
On (B)(6) 2014, the reporter contacted animas reporting that the patient had been manually primed with 189 units of insulin while attached to the infusion site. While on the call, the reporter indicated that the patient was treated with orange juice and the patient was being taken to the emergency room. There was no further information available regarding the event. This report is made based on the allegation that the patient sought medical intervention after priming 189 units of insulin while attached to the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings:the black box data started on (B)(6) 2016; the black box data and pump histories from the time of the alleged incident were unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence with no errors or alarms. The pump clearly displayed the message ¿disconnect infusion set from your body!¿ on the rewind screen and ¿be sure set is disconnected from your body. Then select continue.¿ on the prime screen. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects and no errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump user guide instructs the patient to disconnect from the pump prior to prime step to prevent unintended insulin delivery; additionally, the pump display screen shows a message when entering the ezprime menu to remind the patient to disconnect from the infusion site.